Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 66mm thoracic aortic aneurysm. It was reported that a follow up CT approximately four months later showed a type ia endoleak. An additional valiant stent graft vam c4040c150tj was proximally implanted inside the stent graft and the endoleak resolved. As per the physician the cause was due to the patients anatomy. The physician reported that even though there was no endoleak at first, since the degree of angulation of the aortic arch was steep and the aneurysm was a distal arch aneurysm, the implanted stent graft was pushed by the blood flow and a gap occurred between the stent graft and the vessel wall on the proximal lesser curvature, and this was thought to be the cause of the endoleak. No additional clinical sequelae were reported and the patient is fine.